Event description:
It was reported that, patient presented with hip pain. Surgeon states that workup consistent with altr.

Manufacturer narrative:
Device is not available. If the device or additional information becomes available it will be reported on a supplemental report.